Event description:
A malfunction with code malf 16 was reported with no notable events preceding it. The customer's blood glucose level was recorded at 11.8 mmol/l, which is within the normal range, indicating no adverse impact. Customer reverted to using an alternate method of insulin therapy.